Manufacturer narrative:
Concomitant product(s): a 4598 lead, implanted :unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation from the right atrial (ra) lead due to an insulation defect. The ra lead was capped and replaced. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.